Event description:
One of the metal connectors from the bifurcated light guide cables became disconnected from the endoscope as the physician was handling the endoscope. The light guide cable landed on the surgical drape that was covering the patient on the operative table. A 1/8-inch burn hole was noted on the top layer of the drape. The lower layer of the drape was intact. No injury to patient. The concern is that the unit becomes very hot, hot enough to burn drapes quickly. For these types of urologic procedures, the surgery staff sets up the camera, light cable and endoscope on a separately draped table. There is a metal tray placed on this table for the placement of the light cable/endoscope when not in use to avoid the drapes being burned. The surgeons are to place the removed scope and scope assembly on this metal tray on this separately draped table prepared exclusively for this purpose. The surgeons are not to place the scope and scope assembly on the drapes covering or next to the patient or the operating table. There is no room available to place a metal tray on the patient and or the operating table. The heat from the scope is very intense, because the surgical tech's visual awareness is obscured due to the size, draping, staff placement. The surgery tech can not see when the surgeon is taking the scope from the trocar and where exactly the surgeon is setting it down. The manufacturer's literature describes no safety procedures to prevent the risk. Also, no equipment is provided for the placement of device between steps in the procedure. The use of the metal pan was improvised by surgery staff as a safety measure. Surgery staff believe that the risk of fire is high. There have been two other similar cases involving drape burns with no patient injuries at our facility.